Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that e-stop activated reset system during a case. After reviewing log file, fse found a defective scc chasey in the r-cabinet or the geo ipc. Fse. Fse reseated control and uploaded software. After reseated control and uploaded software, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the emergency stop activated during a case. There was no reported patient or user harm. Philips has started an investigation of this complaint.